Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain and cloudy pd fluids. The cause of the event was unknown. On the same day, the patient was hospitalized for the event and started treatment with cefazolin (2 grams per day intraperitoneally) and gentamycin (80 milligram per day intraperitoneally). Fourteen days after the start of treatment, cefazolin and gentamycin therapy was discontinued, the patient's pd catheter was removed and hemodialysis was started. Sixteen days later, the patient was discharged from the hospital and was not recovered from the event. No additional information is available.